Event description:
A customer had a problem with the blunt needle. The customer reports "the nurse administered a medication via IV route with a blunt needle. The medication could not be infused. The nurse changed the needle 3 times but was still unable to inject the medication. The IV was discontinued and a new IV was started. Upon removal of the initial IV the nurse noted a foreign object in the IV cannula. The foreign object did not enter the pt's blood stream."